Event description:
On (B)(6) 2013, the distributer contacted animas stating that the up/down arrow and ok keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2014 with the following findings: no visible damage was found to the keypad. The keypad buttons were found to be intermittently responsive and required multiple button presses to elicit a response. The ok button required hard presses and increased force to elicit a response. The keypad cover was removed and contamination was found under the button key contacts. Unrelated to the complaint, a hole was found on the bolus button cover. The bolus button was found to be responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.